Manufacturer narrative:
H3: device evaluation lens was returned in microcentrifuge vial with moisture. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -17.00/+3.0/093 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6)2023. The lens was explanted on (B)(6)2023 due to lens rotation not associated to a low vault. The lens was replaced with a longer lens and the problem was resolved. The cause of the event was unknown.